Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdomen pain and cloudy pd fluids. The cause of the peritonitis was reported as diarrhea due to foods. On the same day as onset, the patient was hospitalized for bacterial peritonitis. The same day, the patient began treatment with ceftazidime and cefazolin (doses, frequencies and routes of administration unknown) for bacterial peritonitis. Fifteen days after initiation of antibiotics, treatment with ceftazidime and cefazolin was discontinued; the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapies are ongoing. No additional information is available.